Event description:
It was reported that there were problems while attempting to access the cap (catheter access port). The hcp was unable to feel the silicone rubber septum, he felt only metal. X-rays were taken and it was determined that the pump had flipped as the hcp determined that the electricity circuitry of the pump was posterior (towards the buttock area). No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device tracking system indicates it is morphine.